Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming ext high peak pressure and the unit is not cycling. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
The carefusion service department received and examined the gas delivery engine and printed circuit board assembly (pcba). The items were received damaged and without electrostatic discharge protection therefore no investigation can be performed and no root cause can be determined.